Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. The hub, hypotube, and collar were microscopically and tactually inspected. Inspection revealed a complete separation at the collar of the device and a part of the collar torqued upwards. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis on 16-nov-2017. It was reported that the device failed to cross the lesion. The 88% stenosed target lesion was located in the mid left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use; however, the device failed to cross the lesion. The procedure was completed using another of the same device. No patient complications reported and the patient's condition was stable. However device analysis revealed of a complete separation at the collar.